Manufacturer narrative:
Conclusion: the main and auxiliary power cords were both disconnected from the bed due to user moving the bed without previously disconnecting the bed from the wall outlet. The issue was resolved by reconnecting the cords to the bed.

Event description:
It was reported by service report that there was no power to the bed. No pt involvement or adverse consequences were reported.